Manufacturer narrative:
Investigation: the disposable sets were not received for evaluation. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records and testing and inspection records were reviewed. The lot conformed to all specifications. Root cause: a definitive root cause could not be determined. No abnormalities were found in the manufacturing records or retention samples. Hemolysis can be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling.

Event description:
The customer reported that they have discarded one unit of plasma derived from whole blood due to hemolysis. The unit was discarded based on a visual inspection. No testing was performed on the unit to confirm hemolysis. The blood was centrifuged post-filtration, then expressed into the satellite bag then discarded. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. The disposable sets are unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.